Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was dusty sieve beds which led to the malfunction. Additional malfunction was a loose gear clamp.